Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) smelled like it was burnt and would not charge. It was confirmed the charging cable provided by insulet was being used. No impact to blood glucose levels or harm due to allegation reported.

Manufacturer narrative:
The case description states the controller charging port smelled burnt and would not charge. The controller would not initially turn on and then was allowed to charge to 100%. The controller was able to successfully power on afterwards and did not get hot while charging. No thermal damage was observed to the charging port or surrounding area. Inspection of the android log files found that the battery temperature stayed within specification throughout all the engineering log files. No problem was found with the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.